Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. D4: batch # u93a6e. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during an appendectomy procedure, despite the surgeon pulling the trigger, the clip couldn't be closed, so surgeon used another new device. Patient consequence was not reported.